Event description:
It was reported during rib surgery that the t8 hexalobe driver (part number msp2013) broke. The driver tip broke inside the screw head and was retrieved. A second driver was used to complete the surgery with no delays. There were no adverse patient consequences reported.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.